Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to a low ventricular tachycardia (vt) zone, premature ventricular contraction (pvc)s and missed medication doses. No changes were reported. The patient status was stable.